Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5036258, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.